Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach withdrawal difficulty of the delivery system occurred. Upon removal resistance was felt and a loud snap was heard. The delivery system and sheath were removed successfully as one unit without surgical intervention. The delivery system was stuck in the sheath. Upon removal the esheath was observed to be damaged and also had a kink. No patient injuries were reported and the patient is doing well.

Manufacturer narrative:
Additional information: f10  device code 2889 added. The investigation remains ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned with the distal portion of the balloon shaft in the sheath housing and attached inflation device. Procedural imagery provided by the site revealed access vasculature had mild tortuosity and calcification. A kink was observed on the sheath shaft and liner delamination on the sheath distal tip. A kink was observed approximately .5 inch from the strain relief. Circumferential delamination of the liner 1.5 inches beginning at the distal end of the tip and had liner bunching. The c-marker band was attached. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A complaint history review revealed the occurrence rate did not exceed the monthly control limit for the trend category. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. It is to be noted, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification do not force the sheath. During the manufacturing process, the esheath was visually inspected and tested several times. During manufacturing the esheath was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath distal tip liner delamination and sheath shaft kinked, bent were confirmed based on visual inspection of the returned device and provided imagery. No manufacturing non-conformances were identified. Due to the nature of the complaint, engineering was unable to perform any functional or dimensional analysis. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing nonconformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. During this case, the user reported encountering difficulty withdrawing the delivery system through the esheath. It was reported that a loud snap was heard during removal. It is possible that in order to overcome the mentioned resistance, excessive force was applied which caused the sheath to kink and the liner to delaminate. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint events. The complaint events were confirmed based on the condition of the returned device and the procedural imagery provided. No manufacturing non-conformances were found. A definitive root cause is unable to be determined, however available information suggests that procedural factors (excessive manipulation) may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventative action is required at this time.